Manufacturer narrative:
Relatives would unload the walker out of the car and discovered a crack in the front fork on the right side. The user still uses the walker in his errand. The walker is loaded back into the car and when the user is back at his regular housing, the right front wheel fell off. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
Relative unloaded the walker out of the car and discovered a crack in the front fork on the right side. The user still uses the walker in his errand. The walker is loaded back into the car and when the user is back at his regular housing, the right front wheel fell off. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).